Event description:
It was reported that prior to implant and while still in the box, the device exceeded cumulative charge time of 105 secs. Review of device data showed 2039 secs of cumulative charge time, and indications that vf detection had been enabled. The high voltage delivery circuit was also not charging correctly. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): battery depletion-normal.